Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the blade wobbled during the sinus procedure. The blade wobbled when handpiece was not being used on a patient. However, a video was sent showing the device wobbled while being used on the patient. Hcp removed and reloaded, reduced the oscillation speed with no avail. There was a new device used. There was no patient impact.